Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required root canal treatment on tooth #9. This tooth had a crown made from 3m espe lava ultimate implant crown restorative, which had been placed on (B)(6) 2013. The root canal was recommended because the tooth darkened and became sensitive to touch; the root canal was performed on (B)(6) 2013, and the patient is reported as being currently fine.